Event description:
It was reported that the pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: all issues found during testing. No patient involvement.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the manufacturer?s seal was missing from the device upon receipt. Functional testing of the returned device, including calibration tests, passed. Results: the customer reported problem could not be duplicated during the investigation. The returned device passed all functional and calibration tests performed during the investigation. Error codes were not found in the event history log. Root cause for the reported issue could not be determined as the returned device passed all functional and calibration tests performed during the investigation. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120